Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09977). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was found to be in backup vvi mode and capture anomaly was also noted. The device was explanted and replaced.